Manufacturer narrative:
(B)(4). Facility name: (B)(6) hospital. The device was received for sample evaluation. A batch review was conducted and revealed that a ruptured reservoir was documented during the manufacture of this lot. However, there were no changes to specifications, test methods, process, equipment, or raw material that could have contributed to the reported problem. A visual inspection revealed a ruptured reservoir. A microscopic inspection was performed and revealed a marking located on the interior surface of the reservoir, near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.